Manufacturer narrative:
This device is used for treatment, not diagnosis. PMA: cannot be determined without a part number. H investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.

Event description:
A hospital in (B)(6) reported a patient with osteoporosis was returned to the or for a planned removal of a plate and screws. The screws were originally placed with a torque limiting screwdriver. The surgeon had difficulty removing the screws and broke two screwdrivers, with all pieces retrieved. The surgeon was able to remove the screws with a tungsten drill. There was no reported consequence to the patient however the procedure was delayed 20 percent. The patient did not require further treatment. This report is #5 of 5 for the same event.